Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 666 mg/dl. Reportedly, an occlusion alarm occurred. Customer attempted to address bg with a correction bolus and changed supplies. Customer was treated in the ER with intravenous fluids of saline and insulin to address the elevated bg. System check with tandem technical support confirmed the pump was functioning as intended.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 666 mg/dl; cause was unknown. Customer attempted to address bg with a correction bolus. Customer was treated in the ER with intravenous fluids of saline and insulin to address the elevated bg. System check with tandem technical support confirmed the pump was functioning as intended.